Event description:
It was reported a second overdischarge was confirmed. A physician mode recharge (pmr) was performed but it did not successfully reset the device. A replacement was required and impedance testing was performed. The overdischarge was due to patient non-compliance. It was noted the patient had difficulty learning the recharging process and so the second overdischarge was due to the patient¿s inability/compliance. There were no patient symptoms reported and the patient status at the time of report was alive with no injury. They tried to clear the power on reset (por) after multiple tries but it was unsuccessful. Additional information received reported they didn¿t have any information as to the first overdischarge. The replacement date was unknown at that point. Several attempts had been made to ¿jump start¿ his stimulator for a period of 11 days but they were unsuccessful.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's replacement was rescheduled for (B)(6) 2014. They were noted to be doing fine and awaiting replacement.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a replacement was scheduled for the saturday after the report. The patient did not stop taking plavix prior to the replacement, so the surgery was cancelled. It was going to be rescheduled.

Event description:
It was reported that the patient had their device replaced on (B)(6) 2014 and was receiving effective therapy at the time of the rep ort.

Event description:
Additional information received reported that having the battery implanted in the right lower back area made charging extremely difficult. There was no possible way to keep the paddle still and in place and at more than 5 or 6 bars. They had spent more than 9 hours at a time charging and had never got the battery to ¿full¿. Their battery was dead after ¿not even one year of use.¿